Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled: ¿modular and non-modular femoral prosthesis used in total hip arthroplasty comparative study of crowe type ¿ hip dysplasia,¿ by dou yong, et. Al., published in chinese journal of bone and joint surgery vol. 12, no. 6, jun. 2019, doi: 10.3969/j.issn .2095-9958.2019.06.06, was reviewed. Authors compared the clinical efficacy of total hip arthroplasty (tha) with modular s-rom femoral prosthesis and non-modular tri-lock femoral prosthesis in the treatment of crowe type ii developmental dysplasia of the hip (ddh). Eighty-seven patients were divided into two groups according to the type of femoral prosthesis: 42 cases in the modular group, using the s-rom prosthesis; 45 cases in the non-modular group, using the tri-lock prosthesis. All patients received pinnacle cups. The authors¿ conclusion was that for tha using either modular s-rom femoral prosthesis or non-modular tri-lock femoral prosthesis for crowe type ii ddh can achieve good clinical efficacy. However, use of the non-modular tri-lock prosthesis tha offers comparatively shorter operation time, less intraoperative blood loss and better limb length balance of lower limbs. Complications identified were: in s-rom group, 1: calcar bone fracture (intraoperative), 1: poor wound healing (required continuous dressing changes to treat), 1: deep vein thrombosis, cured after conservative treatment, 19: leg length discrepancy (>5mm) , in tri-lock group, 1: deep vein thrombosis, cured after conservative treatment, and 11: leg length discrepancy (>5mm).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this reported event was not returned. Available x-ray evidence included in the study was reviewed. No failure of any depuy product can be observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.